Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced an insert slide clamp alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. (B)(4). The cause was identified to be a defective safety clamp assembly. The device will be returned unrepaired, as the safety clamp assembly is an obsolete part. If any additional information is received, a follow-up will be sent.